Manufacturer narrative:
A philips remote service engineer (rse) interviewed the customer, and it was confirmed a speaker inoperative message was not present, sound could be heard. The rse provided the customer with a replacement speaker as part of the preventive maintenance process. No further investigation or action is warranted at this time. Based on updated information this record has become non-reportable diminished or distorted audio is detectable by the user allowing them to implement alternate means of monitoring as warranted. The user would be aware of the problem based upon the sound quality of alarm tones.

Event description:
It was reported there was a defective speaker. Audio was not confirmed. It is unknown if the device was in use at time of event, and there was no adverse event reported. A good faith effort (gfe) was made to see if there was sound.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. E1: reporter institution phone number: (B)(6).

Event description:
It was reported there was a defective speaker. Audio was not confirmed. It is unknown if the device was in use at time of event, and there was no adverse event reported.